Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel, the suction channel, the air/water channel and the auxiliary channel of the subject device. Nonconformity of the subject device, which may affect the reported event, was not confirmed via device inspection result of (B)(4). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. (B)(6) 2021. Unspecified channel: unspecified microbes (34cfu/100ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, medivator advantage/medivator advantage endostore. There was no report of infection associated with this report.